Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of having high and low blood glucose of 42 to 500 mg/dl. Troubleshooting found that there were leaks in the tubing and the tubing was cracked. The high pressure test passed. The customer was advised to change out entire set, reservoir and insulin and treat per doctor's instruction. The customer was advised to follow up with their doctor regarding the high and low blood glucose.